Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned rad-g was evaluated. The device was unable to complete the power on phase as the unit shut off a few seconds after powering on. Additionally, the device repeatedly powered on and off by itself. The investigation of the rad-g determined a short inside the on/off button created an electrical short which resulted in the button being activated even when not physically pressed. Initial reporter zip code exceeded the maximum allowable character count, zip code is as follows: 201005.

Event description:
The customer reported the rad-g was "auto switching on/off." No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: initial reporter zip code exceeded the maximum allowable character count, zip code is as follows: 201005. H3: product not returned.

Event description:
The customer reported the rad-g was "auto switching on/off." No patient impact or consequences were reported.